Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a cardioversion, oversensing on the right atrial (ra) lead was noted. Subsequent information was received that this ra lead was explanted due to noise, oversensing and high impedance measurements. No additional adverse patient effects were reported.